Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Was trying to separate a gmrs stem from a gmrs distal femoral growing prosthesis. The taper separator failed to release the taper. Surgeon was unable to complete the lengthening of the patients femur. Delayed the surgery over 1 hour while surgeon tried to disassociate the components. Future surgery will be required.

Manufacturer narrative:
An event regarding disassembly issue involving a gmrs separator was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to failure to disassemble. Inspection of the returned device indicated that the device was had fracture off from the taper separator body in overload. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Was trying to separate a gmrs stem from a gmrs distal femoral growing prosthesis. The taper separator failed to release the taper. Surgeon was unable to complete the lengthening of the patient's femur. Delayed the surgery over 1 hour while surgeon tried to disassociate the components. Future surgery will be required.